Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000. No changes have been made and the rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range pacing impedance measurements of greater than 2000. No changes have been made and the rv lead remains implanted and in service. No adverse patient effects were reported.